Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported stent movement. Additionally there was evidence to reasonably support the following observations; at 20 months post implant the patient received non-endologix fenestrated graft with fenestrations for the superior mesenteric artery and bilateral renal arteries, patient had significant stenosis of rra stent, overlap of the non-endologix proximal cuff and afx main body was approximately 1.8cm, bilateral non-endologix stents placed from each iliac limb ending just proximal to the common femoral arteries bilaterally. The clinical assessment was based on no medical records and suboptimal patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use and the concomitant use of a non-endologix fenestrated stent graft, patient anatomy, and a dilated superior stent margin of the main body might have contribute to decreasing and/or inadequate overlap.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2014, the patient had several non-endologix stents placed proximally to the main body. A routine follow up showed a potential separation of components. A preliminary clinical review identified a decrease in overlap between the main body and proximal extension, a complete component separation was not observed. During the same review two additional non-endologix stents were identified in the right and left iliacs. The patient has not been scheduled for a secondary procedure and is in stable condition.